Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's spouse reported that the insulin pump would not turn on after a battery change. The battery was changed six times, but the insulin pump would not turn on. The customer's blood glucose was 132 mg/dl at the time of incident. The caller reported the battery cap was not damaged or corroded. However, the caller reported a metal piece was missing from the battery cap. The caller was advised the insulin pump will be replaced.